Manufacturer narrative:
Per customer, calibration and qc prior to the event were within established specifications. No service call was requested for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low phosphorous (phos) results that were <0.5mg/dl and erroneously low glucose (glu) results generated by the unicel dxc 800 pro synchron clinical system that were between 20 and 30mg/dl. The customer shut down and rebooted the instrument and reran all samples. Both phos and glu were within acceptable values. Glu results were compared to glu cartridge and confirmed prior to reporting. There was no affect to patient with regard to this event.